Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 48 mg/dl at time of incident and current blood glucose level was 80 mg/dl. Customer stated she was in the pool with her daughter and stated after getting out has a critical pump error. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. The device will not be returned for analysis.